Event description:
When I used bandages on the holes in my abdomen (3 holes appear) I received a rash, itching and my nurse was in shock, she turned her head. She told me it was allergic reaction and we used sterile pads with non adhesive tape. I was itching out of control. My skin was red and bleeding. My nurse stopped using bandage with adhesive because I had an allergic reaction. The second day we saw a difference. Before and after picture will be sent on the internet if needed. I may have to have a blood transfusion if blood and bleeding not resolved. My list of medications are very long. You have my permission to receive a copy. Iron pills were stopped, although I'm bleeding heavy. I have pictures that me and my nurse took. If you need them, let me know. You will see the nightmare I'm going through. Three holes appeared. The small one closed with treatment. The 2 largest ones are ongoing. I wear protection all times to prevent blood on clothes. Ask rite aid for readout sheet, thanks, rite aid phone: (B)(6).

Event description:
Additional information received from reporter on 01/09/2024 for report mw5117200. Reporter had a visit with her physician and she stated that her vagina has now collapsed. She states she has ongoing pain, and excessive bleeding. She now has lesions on her back that cause an itching sensation.

Event description:
Additional information received from reporter on 3/27/2024 for voluntary report number mw5117200: - caller stated since the last time of filing a report in (B)(6) 2023 her condition got worse. She woke up on (B)(6) in severe pain, discomfort and vomiting. She was transported to the hospital where she was operated on. Before the surgery a blood test was done and she was told her kidneys are dying and her bowel is obstructed. Caller stated that her bowel and vagina prolapsed. A mesh was also removed during the surgery. She was discharged home on (B)(6) 2024. Pt is recovering at home.

Event description:
Additional information received on 26-jun-2024, for mw5117200. Correcting procode information. Reference report: mw5156686.

Event description:
Additional information received from reporter on 5/3/2023 for report #mw5117200-1. Caller stated that said she does not know exactly which device is doing that, but she is suspecting it could be the staples or the mesh.

Event description:
Additional information received from reporter on 5/3/2023 for report #mw5117200. Caller stated that she is having a stabbing pain, and something is protruding and pocking inside her abdomen and she is bleeding as a result. She said she does not know exactly which device is doing that, but she is suspecting it could be the staples or the mesh. She also said her bowel collapsed. She said she has 3 holes and one is a large hole and her doctor told her it is infected. Reference report mw5117200.

Event description:
When I used bandages on the holes in my abdomen (3 holes appear) I received a rash, itching and my nurse was in shock, she turned her head. She told me it was allergic reaction and we used sterile pads with non adhesive tape. I was itching out of control. My skin was red and bleeding. My nurse stopped using bandage with adhesive because I had an allergic reaction. The second day we saw a difference. Before and after picture will be sent on the internet if needed. I may have to have a blood transfusion if blood and bleeding not resolved. My list of medications are very long. You have my permission to receive a copy. Iron pills were stopped, although I'm bleeding heavy. I have pictures that me and my nurse took. If you need them, let me know. You will see the nightmare I'm going through. Three holes appeared. The small one closed with treatment. The 2 largest ones are ongoing. I wear protection all times to prevent blood on clothes. Ask rite aid for readout sheet, thanks, rite aid phone: (B)(6).